Event description:
It was reported that stent damage occurred. A 6x120x120 epic¿ vascular stent was advanced to the lesion however the device was difficult to track on the guide wire. It was then noted that the distal portion of the stent was kinked. The device was not used in the patient and the procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).